Event description:
Information was received from a patient regarding an external device to implantable pump infusing fentanyl and marcaine. The indications for use was non-malignant pain. It was reported that when the patient tried to bolus, the personal therapy manager (ptm) lagged at 90% for about 30-45 minutes. The manufacturer's patient services specialist (pss) reviewed the lag at 90%. The patient state they were now able to bolus six times a day. Per the ptm, bolus duration was one minute, lockout was three hours, the bolus restriction window was one per three hours, the boluses per day was six, and the pump time was 12/5/24 5:01pm. The patient stated they would request a bolus at night and it would take away a bolus from the next day. Pss reviewed bolusing over the midnight hour and daylight savings time. The patient then states "the medication had never helped with the pain". The patient stated "if I don't move, I don't hurt". The patient stated that they lost 30 pounds because all they did was sit on the couch. The patient states they increased the fentanyl in (B)(6) 2024 and decreased oral medication "norco 10mg to 7.5 mgs 3x day".

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.